Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse called into zoll on (B)(6) 2014 to report that a (B)(6) year old male patient was treated. The patient was treated while in the car on the way to the hospital. The patient was conscious at the time of the event. The patient's wife witnessed the event. After review of the downloaded data, it was confirmed that the patient received three inappropriate treatments at 12:12:55, 12:13:41, and 12:14:21 on (B)(6) 2014. Motion artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was seen at the ER and the patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at the snf and continued to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - reuse; electrode belt sn (B)(4): 01/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf